Manufacturer narrative:
Quality assurance preliminary analysis of the device revealed that the unit was returned in a outer box for another product size. The pouch inside the box, which had not been opened, was labeled correctly for the returned product. Quality engineering's review of the finished device manufacturing records for both products revealed manufacturing dates that were separated by two weeks. No re-work was performed for either lot, thus it is impossible that both lots could be in the same production line. Review of the complaint indicates that the likely cause of this matter is the hospital pulling both products from inventory for use during a procedure, but only using one of the stent delivery systems. It appears that the hospital then re-packed the unused product in the wrong box. This was not detected until the product was subsequently prepared for another procedure. The sales representative has notified the account that this product mix-up likely occurred at the hospital and that it is not related to a packaging error that occurred at gvi. As part of co's quality process, all stent delivery systems are inspected on-line to ensure product and labeling integrity. The device manufacturing records for this product lot were reveiwed and no anormalities with a relationship to this issue were found. No corrective action will be implemented. The product issue no longer meets MDR filing criteria. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that upon opening the stent packaging, a larger size stent than the label identified was found inside the packaging. The product was not used on a pt and no injury was associated with this event.